Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter/kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a versapulse power suite 100w laser. According to the complainant, during preparation and outside the patient, the laser fiber was plugged to the laser console; however, the fiber body broke in half when it was introduced inside the scope. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber received was broken into two pieces. The first piece measured approximately 116.5 cm from the top of the connector to the break. The second piece measured approximately 145.3 cm from the break to the distal tip. The condition of the returned device confirms the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter/kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a versapulse power suite 100w laser. According to the complainant, during preparation and outside the patient, the laser fiber was plugged to the laser console; however, the fiber body broke in half when it was introduced inside the scope. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.